Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 292mg/sl, 165mg/dl. Tests were done within <10 mins with a difference of 49%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly and the codes does not match between meter to test strips.